Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting an alert 01 (patient line open), alert 02 (low flow) and no flow. The device had 4283 system hours and was coming in for the 2000 hours preventive maintenance service. Per follow up information received on (B)(6) 2022 , there was no patient involvement at the time of the reported event. An estimate had been sent to customer for preventive maintenance service. Per sample evaluation results received on (B)(6) 2022 , it was noted that the double bend tube was found to be expanded during repairs.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was getting an alert 01 (patient line open), alert 02 (low flow) and no flow. The device had 4283 system hours and was coming in for the 2000 hours preventive maintenance service. Per follow up information received on 10-feb-2022, there was no patient involvement at the time of the reported event. An estimate had been sent to customer for preventive maintenance service. Per sample evaluation results received on 08-aug-2022, it was noted that the double bend tube was found to be expanded during repairs.